Event description:
It was reported that a small volume folfusor under-infused while patient was hospitalized for an unknown cause. The device had approximately two thirds of the solution remaining when it was time to disconnect. The medical staff kept the patient connected and the device ran for another 16.5 hours until the device emptied. The issue occurred during patient infusion via peripherally inserted central catheter (PICC) line. The device was filled with 4732mg fluorouracil diluted in 0.9% sodium chloride with a total volume of 120ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of november 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between february 23, 2024 and february 27, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.